Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump and assisted in resetting it, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to reach out if the issue reappeared.